Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of the insulin pump was broken and had a spot of ink. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments and partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments and partial display.